Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 8 months. The event occurred at (B)(6). Device evaluation: the evaluation of the pump confirmed percutaneous lead wire compromises. The pump was returned assembled with the percutaneous lead cut approximately 1.5 inches from the pump housing and the severed distal end portion, measuring approximately 38¿ in length, was returned. The sealed inflow conduit, the sealed outflow graft, and the sealed outflow graft bend relief were returned attached to their respective pump ports. The sealed outflow graft and the sealed outflow graft bend relief had been cut at their respective hardware and the severed portions were not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of depositions or thrombus formations. Upon disassembly of the pump, visual examination of the pump¿s blood-contacting surfaces showed no evidence of developed depositions or thrombus formations that were present while the pump was supporting the patient. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The percutaneous lead was tested for electrical continuity and revealed a discontinuity in the green wire. Upon removal of the silicone jacket, metal braided shield breakdown was noted approximately 3 inches to 9 inches from the pump housing. Visual inspection of the wires found a completely fractured green wire approximately 4 inches from the pump housing. In addition, breaches to the insulation of the black and orange wires were noted approximately 3 inches from the pump housing. The green wire redundantly supports motor phase 1. The observed wire damage appeared to be the result of repetitive flexing and abrasion against the braided shield. Significant abrasion to the insulation of the brown wire was also noted. However, the remainder of the percutaneous lead was submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation and this test did not reveal any additional areas of current leakage. If the exposed conductors of the green, black and orange wires made contact with the braided shield, the resulting electrical short would have resulted in speed drops and pump stops if the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a routine heart transplantation on (B)(6) 2018. During the investigation of the returned pump, visual inspection of the wires found a completely fractured green wire approximately 4 inches from the pump housing. In addition, breaches to the insulation of the black and orange wires were noted approximately 3 inches from the pump housing. There were no reported alarms and no adverse impact to the patient during use.